Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during second firing in a laparoscopic sleeve gastrectomy, the device was not able to fire. The surgeon replaced the handle to resolve the issue. There was no patient injury.